Manufacturer narrative:
The pump was received with detached retainer and missing reservoir tube lip o-ring. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched lcd window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was dropped on the floor and had scratched screen. No further information provided.